Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study: it was reported that post coronary stenting procedure, hypertensive crisis occurred. In (B)(6) 2010, patient was referred for cardiac catheterization. The 90% stenosed and 28mm long with a reference vessel diameter of 2.75mm target lesion was located in the middle of left anterior descending artery. The physician treated the lesion with direct stent placement using a 2.75 x 28 mm taxus liberte stent, with 0% residual stenosis. On (B)(6) 2012, the patient was admitted due to hypertensive crisis. The troponin values peaked at 1.22, 1.15 and later at 0.99. Target vessel reintervention was performed. The patient also experienced nausea and vomiting and noted to have an accelerating blood pressure. Five days after admission, the event was considered resolved without residual effects and the patient was discharged on the same day.

Event description:
It was further reported that at the time of the index procedure, direct stenting was not performed as previously reported. The target lesion was predilated prior to stent implantation. The causality of the hypertensive crisis has been updated from related to not related to the stent. The subject was treated medically. The site confirmed no myocardial infarction occurred and the subject did not have any intervention performed for the event.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).